Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2023 without any issue. Two days after the procedure the physician found that the blue end of luer-lock of the microsensor could not be screwed tightly. Therefore, the physician retrieved the microsensor and stop monitoring on (B)(6) 2023.